Event description:
Reporter noted error message of low power output during surgery, switched out unit to complete the case. Second unit gave same error message and changed until again to complete case. No pt injury occurred.